Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 09-nov-2011, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid (hydromorphone), demerol (meperidine) and morphine via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the reason for call was the patient stated that the pain pump 'broke off' and did not work anymore. The patient stated it broke off in their spinal cord last year before christmas. The patient stated that their doctor put in the pump but would not see the patient and wouldn't take out the pump. The patient stated they were in the hospital when it broke off and they kept hearing the pump beep and it quit the next day and it overdosed them when the pump was refilled. The patient stated that it paralyzed them too much and they were leaking spinal fluid. The patient was redirected to their healthcare provider to further address the issue.